Event description:
After upgradation and maintenance, hospital did two surgeries on (B)(6) and no problem in accuracy. But there were some system halts and lost connection. Surgeon had to restart the system.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that multiple communication errors occurred between the software modules and the controller. Three communication errors between the two modules of the software: rosanna and rosario: one is due to a timeout in rosanna whose cause remains undetermined. The two others occurred in guidance but the cause cannot be determined due to insufficient information provided. One communication error in guidance was due to a shared memory error between rosario and the controller. The two last communication errors occurred in guidance between rosanna and rosario during trajectory accessibility computation. The orientation angles whose position to final translation was not accessible provoked a communication error. The software anomaly is known.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : n/a.

Event description:
After upgradation and maintenance, hospital did two surgeries on (B)(6) and no problem in accuracy. But there were some system halts and lost connection. Surgeon had to restart the system.